Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® safety-lok¿ blood collection set, when the luer tip comes out of the tube, blood leaks due to the material on it peeling off. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 14-nov-2024 investigation summary bd received 50 samples, four (4) videos and two (2) photos for investigation. The photos and the videos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by visual examination and no damage to the tubing, and connecting areas were observed. Also, a functional testing was connected on ten retained and returned samples with a holder and without holder and leakage was observed from the rubber sleeve after removing the tube without a holder and no leakage observed when used with a holder. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sleeve leakage. Bd determined that the root cause of the indicated failure mode was attributed to not using a holder which allows the needle to penetrate through the rubber sleeve after removing the tube. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Event description:
It was reported that while using one (1) bd vacutainer® safety-lok¿ blood collection set, when the luer tip comes out of the tube, blood leaks due to the material on it peeling off. No patient impact reported.